Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, both implants deployed in one go. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, both implants deployed in one go. Both ts were removed from the patient. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the suture and both anchors were returned. T1 was in the t1 position. T2 was in the t2 position. The depth limiter button was not in the default position. Most of the suture was tucked into the depth gage tubing. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip moved t1. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.